Manufacturer narrative:
D10: 02-010-03-0220 - logic cr femoral cem, left sz 2: sn# (B)(6). 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: sn# (B)(6). 200-02-29 - three peg patella 29mm: sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 10 years and 6 months post the initial left total knee arthroplasty, the patient presented to the hospital with sepsis. The knee was not really bothering the patient until they became sick with other ailments. The surgeon examined the left knee and saw stiffness from swelling, pain, and dissatisfaction with their total knee. The patient was scheduled for a revision of the left total knee arthroplasty, irrigation and debridement, with polyethylene swap vs. Antibiotic spacer placement. The patient was revised and underwent a tibial poly implant swap, and antibiotic beads were placed. Images provided show a crack and wear of the polyethylene. There was no reported breakage of a device, and a 15-30 minute surgical delay/prolongation. The patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.